Manufacturer narrative:
(B)(4). The reported output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that during the lead implant procedure, the ventricular channel did not have consistent capture when the lead was connected to the device. The device was explanted and replaced. The patient was fine and was discharged the following day.